Event description:
It was reported the unit burned. Visual examination of the unit revealed no actual burn, although the fabric foundation was badly discolored from excessive levels of heat. We are unable to detect any defect in the performance of the unit.